Event description:
It was reported the pt's (B)(6) neurostimulator receiver was replaced with an ipg in 2007. No functional issues were alleged or specified in the notification regarding the surgical procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.